Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving an unknown drug at an unknown concentration and dosage for non-malignant pain. On 2019-jan-23, it was reported that the patient experienced a possible infection at the incision site. The patient complained of increased pump incision pocket site pain and stated that they popped a pimple or cyst-like bump. The patient reported that it had serosanguinous drainage. The patient denied foul-smelling drainage, fevers, or chills. The site was examined on (B)(6) 2017 and appeared slightly erythematous and warm to palpation. The incision was reportedly well healed without signs of dehiscence. A spot 2 mm in diameter that might have been a fluid filled bulla was noted. The red in color was noted to be resolving. Medications were administered on (B)(6) 2017. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was possibly related. The event was noted as being related to none of the pump drugs. The date of the event was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2019. It was reported that the provider examined and prescribed antibiotics. No other tests were conducted and nothing was noted at the next visit.